Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during outpatient management, damage was recognized on the white connector of the system controller. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the heartmate 3 system controller white power cable was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was visually inspected and superficial damage to the white power cable was observed approximately between 13.5-14" from the white power cable connector. The controller was connected to a test power module, system monitor, and mock circulatory loop and run for an extended period without atypical alarms. The observed damage did not impact functionality of the controller. The downloaded log files were reviewed and did not indicate any issues with the controller. The provided information indicated no additional log files were available, and no atypical alarms were associated with the damage. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, and heartmate 3 patient handbook, rev. A are currently available. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, and section 2 of the IFU, entitled "system operations", explains the system controller user interface symbols and alarms, including the pump running symbol. These sections also instruct users not to twist, kink, or sharply bend the controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.